Event description:
No other updated information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: severe indentations on insertion tube, component failure of the outer tube, light guide lens is chipped, component failure of the distal end cover glass, light guide rod is missing and component failure of the light guide plug unit was noted. Based on the results of the investigation and since the reported malfunction was not reproduced a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a blurry image. The issue was identified during service and maintenance. There was no patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.